Manufacturer narrative:
Based on new information received, patient was unhappy with her vision, so iol had to be explanted. Furthermore, patient stated poor visual quality with specialty implant. Patient 1-week post-op was 20/30 in dv (distant vision). There was no enlargement of incision and there was no vitrectomy required. The following sections have been updated accordingly: age/date of birth: 68 years old. Device available for evaluation? Yes. Returned to manufacturer on: 10/16/2018. Device returned to manufacturer? Yes. (B)(4). The product was received dry in a jar. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. The manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: unknown, not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that model zxt150 tecnis symfony toric multifocal iol (intraocular lens) was to be explanted on (B)(6) 2018 from patient's eye. The reason for the explant is unknown, not provided. No additional information provided.